Manufacturer narrative:
Event summary: as reported, during treatment of a post-partum hemorrhage, a cook bakri postpartum balloon with rapid instillation components leaked. The user advanced the device by hand to the fundus of the uterus. The device was then inflated with less than 500ml of normal saline when the device was found leaking. 600ml blood was lost prior to the use of the device, and 800ml was lost after. The device was then removed from the patient. A new bakri balloon was used to achieve hemostasis and complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation / evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that a cause for this event could not be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 08nov2021. 600ml blood was lost prior to the use of the device, and 800ml was lost after.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a cook bakri postpartum balloon with rapid instillation components leaked. The user advanced the device by hand to the fundus of the uterus. The device was then inflated with less than 500ml of normal saline when the device was found leaking. The device was then removed from the patient. A new bakri balloon was used to achieve hemostasis and complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional event and patient outcome information has been requested.